Event description:
On (B)(6) 2016 information was received from a health care professional (hcp) regarding a patient who was receiving baclofen 2000 mcg/ml at a dose of 814.8 mcg/day via an implantable pump for post spinal cord injury and intractable spasticity. It was revealed in the pump logs sent that a motor stall occurred on (B)(6) 2016 at 09:51 and that the motor stall recovery occurred on (B)(6) 2016 at 10:50. Follow-up information received from the hcp on (B)(6) 2016 indicated that it was unknown if the patient had an MRI and that they were not aware of an MRI on (B)(6) 2016 that would correlate with the motor stall. No symptoms or further information were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.